Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that while using the femoral introducer, (product #d254401005; lot#abc70103), the side tightening bolt broke off the inserter. The surgeon was unable to get the implant off the broken handle because there was already cement hardening on the implant. He felt it was best for the patient to waste the first implant and open a new one. More cement and cement mixing products had to be opened as well. This extended the case by roughly 20 minutes.